Event description:
It was reported that a physician reported some difficulty while using a stent graft device. It was reported that "when he tried to deploy it, it would not unsheath". The stent graft flowered, but then he could not get it to unsheath anymore. The more he pulled the outer sheath the more the whole device came back, despite holding the pin firmly. He was able to pull it out through a 9f sheath. After it was out of the body he was still unable to unsheath and deploy it." No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was returned with the safety clip missing. The tuohy borst adapter and the 2-way stop cock were open. The distance from tb adapter to pin vise handle was 115 mm. The stent graft had been partially released for 25 mm. The inner catheter and filling material protruded 35 mm from the outer sheath. The outer sheath was elongated at the catheter reinforcement. During the attempt to release the stent graft, the outer sheath tore off at the catheter reinforcement. The complaint is confirmed. The condition of sample leads to the conclusion, that the system was exposed to high friction forces during advancement in the vessel, finally resulting in the described deployment difficulties. However, based on the evaluation of the sample and the information provided, the exact root cause for the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application, as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.